Event description:
It was reported that the camera head cable was burned by the light source cable. There was no harm to patient or user of the device.

Event description:
It was reported that the camera head cable was burned by the light source cable. There was no harm to patient or user of the device.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on previous investigations with the same failure mode, the most probable root cause can be due to user misuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.